Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ivc filter retrieval procedure, vertical filter limb detachment was allegedly identified on fluoroscopic imaging. Reportedly, the detached filter limb and the remaining filter was snared (other manufacturer snare device) out. It was further alleged that upon filter retrieval, an additional filter limb was found missing. Further imaging was performed; however, no metallic fragments were identified. There was no reported patient injury.